Event description:
It was reported that it was impossible to advance the spring wire guide. When the user removed it, he noticed the swg was unraveled. Additional info received on (B)(6) 2010 from (B)(6) stated that there was no pt injury and surgery was not required to remove the swg.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.